Event description:
Additional information was provided by the customer: event occurred mid-procedure, procedure was completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. Please see also section b5 (event found ) obtained via customer response to follow up. The device was returned to olympus for inspection and the reported failure was not reproduced. Based on investigation, a definitive root cause of the reported event cannot be conclusively identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. As per instructions for use (IFU) , it states: 7.2 checking the flow rate the pump head is a consumable. Its performance will deteriorate as the number of usages increases. The pump head may have deteriorated if the flow rate is low, if the strength of water flow seems weak or if it takes a long time for water to appear. If the contents of chapter 10 "troubleshooting" do not help you to solve the problem, measure the water flow as shown below. If the water rate is insufficient we recommend that you replace the pump head. 1. Insert the specified water tube (maj-1607 or maj-1608) to the pump head. 2. Set the flow rate to "9" and pump until water exits from the tube in order to purge the water tube of air. 3. Put the end of the tube in a container (beaker etc) with volume measurements on it, and pump for 20 seconds. 4. When the flow rate falls below 200ml (equivalent to 600ml/min), replace the pump head referring to section ¿pump head replacement¿ on page 46. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flushing pump had defective water supply (it did not come out even if step on it, and it came out intermittently even without stepping on it). There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.